Event description:
A 3.0 mm diameter x 15mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for the treatment of a mid lad lesion. The vessel morphology was reported to be of minimal tortuosity and calcium with 80% stenosis. Unk if the lesion was pre-dilated. It was reported that the stent came off while being advanced over wire in the guide catheter. When the sds and guide catheter were removed, there was a distinct kink in the guide at which the physician believed the stent came off. The physician then successfully implanted another endeavor drug-eluting stent to treat the lesion. No additional clinical sequelae were reported and the pt is fine. While attempting to locate the dislodged stent, the physician ended up segmenting the guide catheter but could not locate the stent. The physician believed the dislodged stent was in the guide catheter. The device was returned and its evaluation was completed. Crimp/bake impressions were evident on the un-inflated balloon, which indicates that the stent was crimped/baked onto the device. The guide catheter was returned cut into three pieces - two very small and one large. However, the tip of the guide catheter was not returned. Two kinks were noted on the larger section of the guide catheter. A large 0.0372" mandrel was inserted into all sections of the guide catheter, however, the stent was not found. No resistance was noted when pushing the mandrel through the guide catheter. The guide catheter was dissected at the kinked areas and the mandrel was inserted again. The stent was still not located. Another endeavor device was inserted into each section of the returned guide catheter with no resistance noted at the kinked areas.

Manufacturer narrative:
Eval codes, results: embolism-device.